Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was in the hospital due to high blood pressure and blood glucose levels. The reported blood glucose at the time of the call was 444 mg/dl. The customer also stated that the insulin pump partial display, and she was only able to read the top line. Advised the customer that the insulin pump would need to be replaced. Nothing further was reported.